Event description:
On (B)(6) 2013, a customer contacted beckman coulter (bec) reporting that a couple of drops leaked from the probe on the coulter ac*t diff hematology analyzer. The customer indicated to bec customer technical support (cts) that this leak initially began in the reported event documented in MDR 1061932-2013-01278 which occurred on (B)(6) 2013. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec cts had customer change the tubing through the pinch valve (lv8), flush the pathway with bleach, and clean the vacuum isolator. Afterwards the probe was no longer dripping and quality controls (qc) recovered within laboratory specifications. Service was not dispatched for this event as the customer resolved the issue. Failure mode: tubing through lv8. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).